Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that stent damage occurred. The patient presented acute myocardial infarction (ami). The 75% stenosed target lesion was located in severely tortuous and moderately calcified right coronary artery (rca). Pre-dilation was performed with non-boston scientific (bsc) balloon catheter down to the posterior descending artery which resulted with 25% residual stenosis. A 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The device was simply removed. Upon checking outside the patients body, the mounted stent strut appeared to be lifted. The procedure was completed with another synergy xd drug-eluting stent. There were no patient complications nor injuries reported.